Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with the alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Fae indicates a possible grip cable issue but was unable to clearly identify a physical damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vaginal incision was completed. Surgeon noted that when the uterus was being removed from the vagina, the myoma was "very hard." The myoma was being separated intraperitoneally and the tip of the force bipolar instrument jaws stopped opening. The axis of the force bipolar instrument was displaced. The force bipolar instrument was unable to be pulled out of the cannula. The customer removed the entire cannula and the force bipolar instrument together by pushing the displaced shaft manually by hand. Surgeon noted no fragment had fallen into the patient cavity. The procedure was continued using another instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: when the reported event occurred, the jaws of the force bipolar instrument were not stuck on tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and the complaint was not confirmed by failure analysis. A visual inspection was conducted revealed no signs of physical damage. The force bipolar was placed on an in-house system and passed the recognition and engagements test. Failure analysis attached the force bipolar to and removed from the arm without any issues on multiple attempts. There were no problems that were detected by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.